Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a monorail sterling balloon catheter with no original packaging or other devices. There was a blood-like substance in the balloon. Magnified inspection of the distal end of the device revealed that the tip was damaged. The device was prepped according to the dfu, and a new inflation device filled with water was connected to the inflation port to inflate the device. When positive pressure was applied with the inflation device a stream of water emitted from two holes in the balloon material, one hole was near the middle of the distal markerband and the other was < 1 mm from the proximal end of the distal markerband. Inspection of the balloon material in the area of the hole presented no evidence of any material or manufacturing deficiencies contributing to the reported event or the confirmed damage to the device. The tip was damaged. There was no evidence of any material or manufacturing deficiencies that could have contributed to the tip damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous superficial femoral artery. While attempting to pull negative pressure on the sterling sl mr 4 x 120 x 150 balloon during the first inflation, blood "flew" back. It was noted that during advancement of the device the balloon "could have been ruptured". The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous superficial femoral artery. While attempting to pull negative pressure on the sterling sl mr 4 x 120 x 150 balloon during the first inflation, blood "flew" back. It was noted that during advancement of the device the balloon "could have been ruptured". The procedure was completed with a different device. No patient complications were reported and the patient's status is good.